Event description:
It was reported that the patient had five inappropriate shocks due to t-wave and premature ventricular contraction oversensing. There was also some noise when the patient raised both arms. The patient will be checked by the local representative. There were no additional adverse patient effects. The system remains implanted.